Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that prograsp forceps instrument has a broken cables. The procedure was completed with no reported injury. On 01/07/2025, intuitive surgical, inc. (Isi) received (B)(4) stating: the cables used by seven endowrist prograsp forceps broke during various cases while being used. New instrumentation was retrieved for the case to proceed ¿ no harm to patient or delay was caused. All cases were completed. Broken instrumentation was sent back to intuitive surgical for analysis.

Manufacturer narrative:
Include the related medical device report (MDR) (B)(4).

Event description:
Refer to h11 for follow-up information.